Event description:
It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was device related.

Event description:
Related manufacturer reference number: 2017865-2022-37984 it was reported that the patient deceased during implant procedure. The right ventricular (rv) lead helix was unable to extend when placed in the body, so a second rv lead was attempted to be implanted. That lead helix also was unable to extend. The patient deceased at that point. There is no known allegation from a health professional that suggests the death was device related. No additional information was reported.

Manufacturer narrative:
The reported events were helix mechanism issue and patient deceased. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning and applying torque to the connector pin, the helix could be extended and retracted. The helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.